Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked retainer and minor scratched lcd window.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer also reports that they had crack on the side of the insulin pump. Customer¿s blood glucose was 222mg/dl at time of incident which was treated with insulin pump and customer declined troubleshoot for high blood glucose. Customer states that notification light did not immediately stop flashing. Insulin pump will be return for analysis.